Event description:
During the initial implant procedure, the right ventricular (rv) lead was connected to the device, however, the device did not provide appropriate pacing according to its programmed settings. The rv lead was explanted and replaced, and the device paced appropriately and all electrical values were normal when connected to the replacement lead. Upon examination, the explanted rv lead appeared to be damaged, which was suspected to be cause of the inappropriate pacing. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate pacing and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was found between conductors due to the inner insulation damage at the middle region. Destructive analysis found the inner insulation cut/damage at the middle region of the lead. The reported events were isolated to the damage to the lead body causing the inner insulation to be damaged at implant. The damage found is consistent with procedural damage.